Manufacturer narrative:
Visual inspection of the returned unit revealed that the proximal connecting rod was the only component broken. The visual inspection also showed damages in the axis pin thread, as well as in the proximal connecting rod. These damages can be caused by factors like damaged threads and/or over-torquing. Since damage threads are part of the inspection performed in house, it is considered unlikely that the device would reach the field with this type of defect. After reviewing the nonconformance and complaint data base, no nonconformity or complaint event related with these two factors/causes were found. Evidences found during the investigation points to a possible over-torquing during assembly.

Event description:
Broken ijs proximal connecting rod. Parts were removed and replaced.